Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Visual inspection of the grips found no misalignment. The instrument was placed and driven on an in-house system, passed the recognition and engagement tests, and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The housing was removed from the back end and no damage was found. An energy delivery test was performed while the instrument was installed on an in-house system and passed. There was no problem detected for the customer reported complaint. Additional observation, which was not reported by site, was that the instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation material was lifted; however, no pieces were missing. The conductor wire was slightly exposed; however, there was no physical damage to the wire. An electrical continuity test was performed and passed. The root cause of this failure was typically attributed to mishandling or misuse, commonly caused by collision with another instrument or sharp object. A review of the device logs for the fenestrated bipolar forceps (part#: 471205-17/ lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial: (B)(4). There were 8 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted total gastrectomy surgical procedure, the fenestrated bipolar forceps (fbf) jaws were out of alignment. The procedure was completed using a backup fbf with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 1-nov-2022 and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. There was no arcing during the procedure. The procedure was completed robotically with no reported injury.